Event description:
It was reported that prior to opening the package, it was noted that the plastic tray was cracked and the sterility was compromised. The device was not used on the patient.

Manufacturer narrative:
The DHR was reviewed and there was no information to suggest that the reported issue was related to the manufacturing of this device. One encor probe was returned for evaluation. The packaging tray was returned clean, and the tyvek seal was found to be intact. The plastic tray was inspected and a crack was found on the bottom of the tray. When viewing the tray from the bottom, the crack was found in the left corner of the tray near the proximal end of the probe. No other visual anomalies were noted. Images were also provided. Based on the returned sample and photo review, the complaint investigation is confirmed for a crack. The crack on the returned probe tray is consistent with damage sustained when the trays are stacked incorrectly in the inner box; however, the definitive root cause for this event is unknown.